Manufacturer narrative:
Product analysis: the stent delivery system was returned to the manufacturing facility for evaluation.the distal tip was slightly flared. Crimp impressions were not visible along the working length of the balloon. The folds were opened and residue was evident inside the balloon confirming the device had previously been pressurized. (B)(4).

Event description:
The physician intended to deploy an endeavor resolute stent. The device was inspected prior to use with no issues noted. The target lesion in the lad had 90% stenosis, severe calcification and slight tortuosity. The lesion was pre-dilated with once with a non-medtronic balloon at 10atm for 5 seconds. 60% stenosis remained after pre-dilatation. Several attempts were made to deliver the endeavor resolute device. It was reported that the stent dislodged during advancement to the target lesion. The dislodged stent was deployed in the patient at a site other than the target lesion. The physician used another device to complete the procedure and determined the reason for the event was the severely calcified lesions. It was assessed that the event was not related to the product. No further patient complications were reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.